Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 44 , blood glucose reading 103 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings. One remaining sensor passed per specification with accurate readings.